Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and display device occurred on (B)(6) 2016. No injury or medical intervention was reported.